Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  The main keypad assembly was replaced as part of troubleshooting and upon initial inspection following replacement, the device still was unable to power on; however, after re-installation of the batteries, the device did power on.   The main keypad was further evaluated in the failure analysis center and it was observed that the on button was sticky during the initial inspection, was not functioning.  After exercising the on button, it started functioning again.   Further evaluation of the device following the main keypad replacement could not reproduce the reported issue or any additional cause.  A conclusive component cause of the reported issue could not be determined.

Event description:
The customer initially reported to physio-control that their device would not power off. After an evaluation of the device by physio-control, it was observed that the device would not consistently power off, but also would not power on during testing. &#1288;ere was no report of any patient use associated with the reported issue.